Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.